Event description:
As reported by the Field Clinical Specialist (FCS), the patient underwent a transfemoral transcatheter aortic valve replacement (TAVR) procedure with a 23 mm SAPIEN 3 Ultra RESILIA (S3UR) valve. The patient had an innominate artery stent and a subclavian artery stent, with both stents extending slightly into the aorta from their ostia. The Commander delivery system with valve was advanced into the aortic arch. It was noted that the Safari wire was inadvertently crossed through the subclavian stent, which prevented the delivery system nosecone from advancing. There was damage to the subclavian stent observed. The delivery system with valve appeared to have bent the frame of the subclavian stent in the portion that was in the aorta. The wire was pulled back and the delivery system with valve was removed. A new delivery system and valve were prepared. A 7 mm balloon was placed in the brachial artery to temporarily occlude the subclavian and to assist with the second delivery system not having any interaction with the subclavian stent. The second valve was deployed successfully. After the second valve was deployed, a 7 mm x 40 mm covered stent was deployed in the subclavian artery inside the damaged stent. There were no signs of bleeding or injury associated with the inability to advance the delivery system with valve through the patient anatomy. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.